Manufacturer narrative:
This product remains in service. This report will be re-evaluated if additional information is received.

Event description:
It was reported that this system exhibited an out of range shock impedance measurement of 128 ohms. No adverse patient effects were reported.